Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Site location is unknown. 7 us sites from the article as follows: (B)(6). USA (j diaz-cartelle md); - attachment: [2018 - gray_-_a_polymer-coated_paclitaxel-eluting_-eluvia-_versus_a_polymer-free.pdf]

Event description:
William a gray a polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "serious adverse events were reported in 66 (42%) of 156 patients in the zilver ptx group." Site location is unknown. 7 us sites were listed in the article. As the patient level data was not reported it is unknown if us patients experienced the adverse events reported and at which site.

Event description:
William a gray. A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "serious adverse events were reported in 66 (42%) of 156 patients in the zilver ptx group." Site location is unknown. 7 us sites were listed in the article. As the patient level data was not reported it is unknown if us patients experienced the adverse events reported and at which site. This report is being submitted as a cancellation report: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)' as these events have been considered non device related.

Manufacturer narrative:
This report is being submitted as a cancellation report: no adverse effects to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)' as these events have been considered non device related. Device evaluation this file is related to a number of complaint files. Each file resulted from the attached literature article. Multiple complaint files were opened to capture each event for each region mentioned as it was unclear from the article which event occurred in which region. This file is directly related to (B)(4). The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Document review as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that arterial thrombosis, death, restenosis of the stented artery and ischemia requiring intervention (bypass or amputation of toe, foot or leg) are listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided within the literature article it is known that the study enrolled ¿patients with symptomatic lower-limb ischemia which manifested as claudication (rutherford category 2, 3 or 4) with atherosclerotic lesions in the native superficial femoral artery or proximal popliteal artery.¿ from the information provided it is known that patient pre-existing conditions included smoking type I and type ii diabetes, hyperlipidaemia, hypertension, coronary artery disease (cad), myocardial infarction, congestive heart failure and renal insufficiency. The article shows that adverse events included any death, target lesion revascularisation (tlr), target vessel revascularisation, target limb amputation and stent thrombosis. From the information provided it is known that serious adverse events were reported in 66 patients in the ptx group. However, it also states that only 22 of these were device related therefore, this file captures the 44 cases whereby the adverse events are not deemed to be device related. The article does not specify what adverse event occurred in each case and/or what the patient outcome was. As it was confirmed in the article that only 22 of the serious adverse events reported were device related, this file will not be assessed for risk as the 22 device related events are captured in separate complaint files. Summary: complaint is not confirmed as the failure was not device related. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "serious adverse events were reported in 66 (42%) of 156 patients in the zilver ptx group." Site location is unknown. 7 us sites were listed in the article. As the patient level data was not reported it is unknown if us patients experienced the adverse events reported and at which site. "Unknown serious adverse events were reported and under the assumption that intervention was required in all cases.

Manufacturer narrative:
Site location is unknown. 7 us sites from the article as follows: (B)(6). Device evaluation: this file is related to a number of complaint files. Each file resulted from the attached literature article . Multiple complaint files were opened to capture each event for each region mentioned as it was unclear from the article which event occurred in which region. The zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation: n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zilver ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that arterial thrombosis, death, restenosis of the stented artery and ischemia requiring intervention (bypass or amputation of toe, foot or leg) are listed as a known potential adverse event within the instructions for use (ifu0118-5). There is no evidence to suggest that the customer did not follow the instructions for use. Image review: n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to patient pre-existing conditions. From the information provided within the literature article it is known that the study enrolled ¿patients with symptomatic lower-limb ischemia which manifested as claudication (rutherford category 2, 3 or 4) with atherosclerotic lesions in the native superficial femoral artery or proximal popliteal artery.¿ from the information provided it is known that patient pre-existing conditions included smoking type I and type ii diabetes, hyperlipidaemia, hypertension, coronary artery disease (cad), myocardial infarction, congestive heart failure and renal insufficiency. The article shows that adverse events included any death, target lesion revascularisation (tlr), target vessel revascularisation, target limb amputation and stent thrombosis. From the information provided it is known that serious adverse events were reported in 66 patients in the ptx group. However, it also states that only 22 of these were device related therefore, this file captures the 44 cases whereby the adverse events are not deemed to be device related. The article does not specify what adverse event occurred in each case and/or what the patient outcome was. Summary: complaint is not confirmed as the failure was not device related. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Site location is unknown. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "serious adverse events were reported in 66 (42%) of 156 patients in the zilver ptx group." Site location is unknown. 7 us sites were listed in the article. As the patient level data was not reported it is unknown if us patients experienced the adverse events reported and at which site.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Site location is unknown. 7 us sites from the article as follows: (B)(4).

Event description:
(B)(6). A polymer-coated, paclitaxel-eluting stent (eluvia) versus a polymer-free, paclitaxel-coated stent (zilver ptx) for endovascular femoropopliteal intervention (imperial): a randomised, non-inferiority trial. As reported to customer relations: "serious adverse events were reported in 66 (42%) of 156 patients in the zilver ptx group." Site location is unknown. 7 us sites were listed in the article. As the patient level data was not reported it is unknown if us patients experienced the adverse events reported and at which site.